Event description:
This lead was repositioned because of dislodgement. The physician noted that the pt is not compliant. The lead remains actively implanted. There were no adverse pt events. Should additional information be received, this file will be updated.